Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been taken by ambulance to the emergency room (ER) due to hypoglycemia. The patient's blood glucose levels reached dropped to 26 mg/dl while wearing the pod between 36 and 48 hours. The pod was removed in the emergency room and patient was treated with an intravenous insulin adjustment; she was released after spending 2 hours in the emergency room.